Event description:
It was reported that this implantable device was found in safety mode. The patient was admitted to the hospital and the device was unable to be interrogated. The patient was put on defibrillation monitoring and technical services (ts) discussed the device would need to be replaced as the patient is pacemaker dependent. It was also mentioned the device showed a battery longevity of 5 years in the last follow-up one month prior. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.